Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator displayed error code 1104 (check vent: backup alarm failed). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) noted that the customer's v60 ventilator displayed error code 1104 (check vent: backup alarm failed) during periodic maintenance. The se confirmed that the issue occurred while viewing the event log. The se replaced the central processing unit (cpu) to resolve the issue. No further issues were observed.

Manufacturer narrative:
The suspected part was returned to philips for failure investigation. The technician documented the following conclusion/root cause, the product investigation lab (pil) tech verified that shortly after the power on button was pressed, error code 1104 (check vent: backup alarm failed) generated during standard teste bed (stb) operation. The pil tech also verified that the error code 1104 would repeat during the cycling of the stb through the use of the power on/ power off button. The pil tech did induce a hardware power fail condition with the stb. During the hardware power fail condition, the light emitting diode (led) on the bezel was flashing bright red as expected, however the secondary alarm did not provide, and audible tone as expected. The pil tech verified that the reason for the repeating e/c 1104 and the failure of the secondary alarm circuit is due to a faulty loud speaker (secondary alarm buzzer). Through the use of a fluke multimeter the tech verified that the resistance across the leads of component in the speaker resulted in a 241k ohm (unit of electrical resistance) resistance which is indicative of a faulty component. Tech also verified that the speaker was nonfunctional when 10vdc (volt direct current) was applied across the leads of the component in the secondary speaker. The reason for the repeating e/c that could be reproduced at the pil is due to a faulty component on the central processing unit (cpu) printed circuit assembly (pca).